Event description:
PICC line placed in 2001 failed 4 days later when the external catheter began leaking spontaneously and had to be repaired. However, blood had clotted in the lumen and tpa was administered without success. When the line was removed, it fractured inside the pt leaving about 26cm internally. The embolus and catheter was removed in the cath lab and the pt spent 2 nights in the ICU for cardiac monitoring.